Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported a delay in critical therapy following a connection issue. The suction tubing was to be used to suction fluid during an endotracheal intubation procedure. The customer contact reported that while attempting to connect the connector of the suction tubing to the suction device, the connector of the suction tubing would not connect. No specific event details were provided. The suction tubing was replaced and the procedure was initiated. Although there was potential for serious injury, there were no reported adverse pt effects. No medical interventions were required. Though requested, no additional information was provided.